Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
The customer alleges a failure with the intra-aortic balloon (iab) catheter, but has not specified the exact failure mode. A supplemental report will be sent if additional information is provided. There was no reported injury to the patient.